Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and observed that the turbine was not working properly and the unit was auto-cycling. The fsr opened the unit and found the ribbon cable was damaged. The turbine and ribbon cable were replaced, still the unit would not work properly and no cal data error would show.calibrations were performed multiple times but the error persists. The main board needs to be replaced as the cal data storage component was damaged. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator turbine diff and eeprom (electrically erasable programmable read-only memory)failed during the xdcr tests. The customer confirmed that there was no patient associated with the reported event.